Event description:
It was reported that there was no audio or sounds from the display speakers. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer was using remote solutions with u97 ultra 4, audio over high-definition multimedia interface (hdmi), sound properties. The philips remote service engineer (rse) remoted into the patient information center ix (pic ix) system configuration > tools > control panel > sound. The rse reviewed the settings under the sound properties and discovered the device audio and sound settings had defaulted to headphones. The settings should have been set to default to the display for ultra 4k fhd. Working remotely, the rse set the ultra 4k default again and saved the settings. The rse confirmed all audio enhancements were disabled. Once the sound was reset as default to the display for ultra 4k fhd, the sound and audio function started working properly again. A reboot of the host was done to save the setting. The rse confirmed that all sound and audio function was working properly. It could not be determined how this host took the headphones sound as the default.